Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident to receiving dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the expereinced a break in aseptic technique, further described as the patient made a mistake. On (B)(6) 2012, the patient was hospitalized. On an unreported date, the patient was treated with fortum and amikacin. At the time of this report the patient remained hospitalized. The event of peritonitis was resolving. A causality statement was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Complaint for peritonitis is confirmed because the nurse reported of a break in aseptic technique which is a user error that can cause peritonitis or potential contamination. The label review found the labeling adequate for the user error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.